Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had under delivery. The blood glucose was 395 mg/dl, below 200 mg/dl, 395 mg/dl. The customer stated that insulin pump had motor error alarm. The customer stated that driver support cap was normal. The customer did not report the motor encoder position alarm. The customer stated that displacement test was performed and it had no reservoir. The customer reports the insulin pump had no delivery alarm and t event was resolved by changing the complete set. The customer had high blood glucose and treated with the manual injection. The customer was not admitted into the hospital as a result of high blood glucose. The device will not be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test. No battery out limit alarm, weak battery alarm, motor error alarm, blank display noted during the testing. The motor was tested outside the device and passed. Device passed the delivery accuracy test at 0.08855 inches. Device downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted.